Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc noted blood and contrast visible in the inflation lumen, as well as contrast in the loosely-folded balloon, which is consistent with the reported use of the device and is consistent with a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the contrast noted. Therefore, the catheter was left pressurized overnight to dissolve the contrast and the analysis confirmed that there was a pinhole rupture in the middle of the balloon. There was also a crease noted in the balloon at the rupture site. Scanning electron microscopy (sem) analysis determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The leak was located on the balloon surface with mechanical damage noted adjacent to the rupture site. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous and moderately calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from an interaction with other devices and/or the patient anatomy, such that it ruptured upon a second inflation attempt. This also likely caused the material to weaken at the location of the rupture, thereby contributing to the noted crease. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture and noted damage appear to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the lesion was located in the proximal left anterior descending artery, which had mild tortuosity and moderate calcification. The voyager nc was used for pre-dilatation of the lesion; however, the balloon ruptured at 16 atmospheres when inflated for a second time. There was no report of any issues during air aspiration prior to use. No adverse patient effects were reported. No additional information was provided.